Event description:
As reported by implant patient registry, approximately 1 year post implant of a 20mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Manufacturer narrative:
Medical records were received. Sections a2, b7, h6 and h10 were updated. Per the intraoperative tee for the vale implant procedure, there is a tavr valve in place with severe bioprosthetic valve stenosis. Post procedure there was avr/root enlargement. The bioprosthetic av was in place with normal function and no pvl. Per the operative note for the valve explant procedure, the patient presents with worsening heart failure and aortic stenosis. CT scan and echo failed to find anything occlusive in the valve, so surgery was offered for presumed patient prosthesis mismatch. Under general anesthesia and cardiopulmonary bypass, the patients s3u was explanted and replaced with an edwards magna ease surgical valve. The s3u valve was noted to be encompassed with fibrinous exudate, and below the leaflets of the tavr valve there was heavy thrombus burden. There were no complications. The patient tolerated the procedure well and was taken to the surgical intensive care unit in stable condition. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.